Event description:
The baxter service technician reported a fail code 812:02 on channel a. This fail code reported to have occurred at power-up during service. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 812:02 was confirmed. Inspection of the device revealed that the fail code 812:02 was caused by a faulty channel a pump head mechanism. The channel a pump head mechanism was replaced during service.